Event description:
It was reported that the pt was experiencing knee pain and swelling. Revision surgery was required.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. It cannot be determined whether this or any device manufactured by stryker may have caused or contributed to the patient's condition. Other devices involved: scorpio ps tib insert lot 95508801, series 7000 standard tibia lot t04v650, scorpio u-dome patella lot s168.